Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product.   (B)(4).   Device evaluated by MFR: a synergy ous mr 2.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found severe distal stent damage. Strut rows 1-13 from the proximal end were undamaged and tightly crimped, the remainder of the stent struts were twisted, deformed and pulled slightly in a distal direction. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and the result was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple kinks along the length. A visual and tactile examination of the outer and the inner lumen, and mid-shaft section found no issues. The bi-component bond showed no signs of damage or strain. A visual examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27-jan-2017. It was reported that crossing difficulties were encountered and shaft kink occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending (lad) artery. After plain old balloon angioplasty (poba) was performed, a 2.50 x 20 synergy drug-eluting stent was advanced but failed to cross the lesion and the device got kinked. The device was completely removed from the patient's body. The procedure was completed with a 2.25 x 20 synergy drug-eluting stent. No patient complications were reported. However, returned device analysis revealed distal stent damage.